Manufacturer narrative:
(B)(4). The device was not received for evaluation. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents for h13d23017 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a uv-flash transfer set could not be connected to a (B)(4) adapter tightly when the set was being changed. No patient injury or medical intervention was indicated in association with this report. No additional information is available. This is report 3 of 3 for this event.